Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, and weakness in legs. Reportedly, the cause was related to insulin stacking after a bolus delivery. Additionally customer was reportedly having stomach issues, and not absorbing foods. Reportedly, the customer required assistance via school nurse to treat bg level via consumption of carbohydrates. No additional information was provided.